Event description:
New contact lens wearing pt reports having online eye examination at (B)(6) and obtaining contact lens prescription. She is symptomatic with redness, watery, and dry eyes. She does not sleep in the lenses and regularly discards them. After examination, she was diagnosed with giant papillary conjunctivitis in both eyes. This is a medical complication and a chronic allergic reaction that needs intervention and pt education. If she would have been seen by an eye care provider, this issue could have been caught and addressed prior to the pt being symptomatic. She now requires prescription eye drops to treat this conjunctivitis and will not be able to wear contact lenses for awhile if not forever. This could have led to further inflammatory reactions that could reduce vision permanently. Online eye exams should be forbidden. FDA safety report ID# (B)(4).